Event description:
Customer reported receiving unspecified error message on her adc meter upon sample application on (B)(6) 2012 at 2 am. Customer further reported experiencing symptoms that were described as "blurred vision and dry mouth" and self-treating with "50 units of insulin". Customer self-presented to a local health care facility where she was diagnosed with hyperglycemia, had "blood test" and was treated with unspecified amount of intravenous insulin. It was also reported that customer received glucose, which is inconsistent with reported diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing.